Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.5/+2.5/079 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved.

Manufacturer narrative:
B5- per an email it was confirmed that the inital lens was implanted, removed, and replaced within the initial surgery. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.50/+2.5/079 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed due to low vault. That same day a longer length lens was implanted but it is unknown if this was done within the initial surgery. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).